Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The patient presented for left heart catheterization. A .014x300 non-bsc guidewire was introduced and the target lesion was pre-dilated with a 2.5mm x12mm emerge balloon. A 3.00mm x 20mm synergy ii drug-eluting stent delivery system (sds) was advanced but failed to cross the lesion. The device was removed outside the patient's body and an attempt was made to be remove the sds from the guide wire. The sds was stuck on the guidewire and the sds shaft broke in half. The procedure was completed with a 3.0mmx28mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us, mr, 3.0 x 20 mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a break in the shaft polymer extrusion at the port weld site (1265mm from end of hub). The proximal side of the port site appeared stretched. There were also midshaft kinks noted. A 0.014¿¿ guidewire was feed through the tip and it exited the port site with no resistance noted; indicating that there was no issue with the wire lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found several hypotube kinks along the full catheter length noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The patient presented for left heart catheterization. A .014x300 non-bsc guidewire was introduced and the target lesion was pre-dilated with a 2.5mm x12mm emerge balloon. A 3.00mm x 20mm synergy ii drug-eluting stent delivery system (sds) was advanced but failed to cross the lesion. The device was removed outside the patient's body and an attempt was made to be remove the sds from the guide wire. The sds was stuck on the guidewire and the sds shaft broke in half. The procedure was completed with a 3.0mmx28mm synergy stent. No patient complications were reported and the patient's status was fine.